Event description:
Reporter filing on behalf of her mother alleges her mother had a total knee replacement on (B)(6) 2015, and has been suffering since the surgery. Side effects experienced by her mother include pain, swelling, discomfort, ambulation difficulties which affects her ability to perform her daily living activities, alteration of her mental status and clicking and popping sound from her knee "she feels leg gives away." Reporter advised her mother had allergy testing and was hypersensitive to nickel. Since the implant, there has been a revision about a year ago but no improvement with the symptoms. Reporter also wanted to know if this device has been recalled.